Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging a communications issue with her onetouch ultralink meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on august (B)(6) 2015 (time not provided). The patient stated that the blood glucose result from the subject meter was not being sent wirelessly to the insulin pump. The patient manages her diabetes with an insulin pump. The patient stated that she followed her usual diabetes management routine in response to the alleged product issue. The patient claimed to have developed the symptoms of "weak and head pain" 4 days after the alleged product issue began and she stated that she self-treated with several units of insulin (4.9 - 4.31) for the last 3 days. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the result on the subject meter flashed, the result was displayed on the subject meter and the patient was unable/unwilling to state if the rf (wireless) meter feature on the insulin pump was turned on. The csr also noted that the patient had decided to enter the test results into the insulin pump manually. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms do not meet lifescan's criteria for a serious injury and the self-treatment was not for a severe high or low blood glucose excursion. Although the patient was able to enter the test results into the insulin pump manually, the alleged product issue was not resolved during troubleshooting.